Event description:
A pt was treated on 10/16/96, in the nasolabial folds, chin, and left cheek. On approx 3/1/97, the pt applied retin-a to her face. On 3/5/97, the pt presented with redness, swelling, and fluctuance at the left nasolabial treatment site (date of onset approx 3/1/97). The physician diagnosed an abscess, performed an incision and drainage, and prescribed oral keflex. A culture was negative for staph coagulose. On 3/7/97, the pt presented with redness, swelling, and fluctuance at thhe right nasolabial fold. The physician diagnosed and abscess, performed an incision and drainage, and prescribed intralesional hydrocortisone. The pt telephones the office on 3/8/97 and stated the symptoms had improved.